Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying inaccurate results when compared to the same meter. The medical surveillance specialist (mss) was unable to contact the patient for follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 readings of ¿190 and 200 mg/dl¿ were obtained on the lfs meter, greater than 20 minutes from one another. The patient reported he takes non adjusting insulin to manage his diabetes. The patient reported on (B)(6) 2013 he did not eat due to feeling ill (unknown if symptoms related to diabetes). The patient reported on (B)(6) 2013 he developed symptoms of ¿throwing up, nausea and diarrhea.¿ the patient reported on (B)(6) 2013 at 8 pm the patient was given IV glucose and a reading of ¿1100 mg/dl¿ was obtained on a hospital meter. The blood glucose was reading was not confirmed. It is unknown if the blood glucose reading was obtained before or after the treatment was administered. It is unknown if the patient received treatment in response to the alleged blood glucose reading. It is unknown if the patient was kept overnight for additional treatment for diabetes. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. The patient was found to be using an approved sample site for testing. Replacement products were sent to the patient. Although the linkage between the alleged meter issue and serious injury remain unclear, this complaint is being reported because the patient claims due to the alleged issue; he developed symptoms and required treatment from a healthcare professional for an acute complication of diabetes.

Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/18/2013 and 10/21/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.